Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the atrial lead had noise that triggered automatic mode switch and noise reversion episodes. No changes were made. There were no patient consequences.